Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on the bus. A field service engineer (fse) logged into admin, opened diagnostics, found all pockets were greyed out, shut down the station, opened the back panel, opened the back of drawer 3, disconnected and reconnected the row board cable at the drawer controller board, restored proper communication. Post-repair diagnostics confirmed that the drawer passed all tests and was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 3.2 drawer displayed device not detected on bus. Customer tried to recover the drawer, but issue did not resolve. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.